Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a patient was connected to a carescape r860 using volume control ventilation when ventilation stopped. The patient desaturated. The patient was switched to manual ventilation, the ventilator was replaced, and the case completed. There was no patient injury.

Event description:
The hospital reported a patient was connected to a carescape r860 using volume control ventilation when ventilation stopped. The patient desaturated. The patient was switched to manual ventilation, the ventilator was replaced, and the case completed. There was no patient injury.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Based on review of the complaint and device logs, there is no evidence of loss of mechanical. After the case, the flow control valves were replaced by a third party and are unavailable for investigation, the complaint states the device passed all required testing. The investigation team attempted to acquire more information regarding the case, but the customer was unresponsive. The root cause of the reported event is undetermined and there is no evidence of device malfunction.